Event description:
It was alleged that there was an injury to the paramedic during use of the device. Upon completion of the device investigation, it was confirmed that no injury or device malfunction occurred.

Manufacturer narrative:
Upon completion of the investigation for the alleged injury to a paramedic, it was identified that there was no injury that occurred. The user facility stated that there were 2 emts operating the cot. One of the emts allegedly bent over and had their head located under the cot. At the same time, the second emt lowered the cot and the litter hit the first emt on the head. The user facility identified that neither emt was injured and that no medical intervention was needed. The user facility also confirmed that no malfunction occurred with the device.

Event description:
It was alleged that there was an injury to the paramedic during use of the device. Upon completion of the device investigation, it was confirmed that no injury or device malfunction occurred.